Manufacturer narrative:
The suspect batteries were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the x-ray batteries were depleting rapidly. The representative reported that they replaced the batteries and chargers on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect chargers have been received by the manufacturer for analysis. However, no results are available at this time. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a system checkout on an evaluation unit, the x-ray batteries on the imaging system were depleted. The system was charged over the weekend. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the suspect battery chargers was completed by medtronic personnel. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.